Event description:
A hosp director of surgery reported that a pt received a laceration to the ureter during a ureteroscopy procedure. The pt was subsequently taken to surgery for repair of the laceration and was hospitalized flowing the occurrence. The pt has since been released in good condition.